Event description:
As reported by navilyst medical's distributor in (B)(6), during prep for a procedure, foreign matter was observed inside the female fitting of a 72" pressure monitoring line. The device was replaced and was not used on a patient. The reported device has been returned to navilyst medical for evaluation.

Manufacturer narrative:
Although the reported device has been returned to navilyst medical, the evaluation has not yet been completed. Upon completion of the investigation, a supplemental medwatch will be submitted. (B)(4).